Manufacturer narrative:
It was reported that the pointer probe was found decalibrated during a maintenance. DHR review and review of complaint history identified that another complaint was opened on the same day for the other pointer probe of the hospital. According to technical investigation the pointer probe cannot pass the accuracy tests because it is too damaged. The root cause of this event is damage during use.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a preventive maintenance, the pointer probe was found not calibrated.